Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by (B)(6) on (B)(6) 2016.

Event description:
It was reported that the device exhibited signs of premature battery depletion. The device was explanted to resolve the event and the patient was stable following the procedure.